Manufacturer narrative:
Date sent: 04/30/2009. Excessive on stopcock. Eval summary: the analysis results confirmed that one 512b was received for analysis. During eval it was noted that excessive adhesive clogged the stopcock aperture thus the "no air could flow through". The cause of this condition is the excessive application of adhesive during the manufacturing process. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the back of the stopcock where it enters the housing of the main trocar, there was not an opening. No air could flow through. A new device was used to complete the procedure. There was no pt consequence.